Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient applied a new pod. The device was originally reported for insulin leaking while wearing the pod.

Manufacturer narrative:
The device was returned and evaluated. The soft cannula observed to be shortened resulting in fluid being unable to flow through the entire fluid path. It is unknown when or how this damage occurred or if it contributed to the reported event. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown, cloud - omnipod 5 software app version 3.1.1, cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06, cloud - smartphone hardware n5004l, cloud - cgm sensor type g7.